Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The patient also reported experiencing pain during threshold testing with this lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.